Event description:
The pt developed an infection, and was treated with hyperbaric pressure chamber treatment an hour a day for 4 weeks. The hcp did this as a preventative treatment to prevent pump explant. The pt was not predisposed to infection. There were no complications to the pump or pt from the hyperbaric treatment. The pt has been fine throughout treatment.